Event description:
Hill-rom received a report from the account stating the brake casters were not holding. The bed was located at the account in medsurg. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the foot end brake casters not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2009 and 2011-2012. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the foot end brake casters to resolve the issue. Based on the info, no further action is required.